Event description:
It was reported that the patient experienced an infection at the lead incision site. As such, the patient went to ER and was hospitalized. The infection was treated with a course of antibiotics. Patient has been discharged. Reportedly, the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.